Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from denmark, edwards received notification of a pascal precision ace procedure in mitral position where the first implanted device detached from both leaflets, remained entangled with the retention elements of a second device inserted, and was successfully retrieved using a snare. During procedure, there was challenging visualization in the medial region. A first device was deployed in the a3/p3 region and, upon actuation wire retraction, the detachment of the posterior leaflet was confirmed. As per medical opinion, the detachment was attributed to anatomical challenges and barlow-like tissue. A second device was introduced to stabilize the detached implant and address residual regurgitation. During this phase, a cath-lab x-ray system failure occurred, requiring a 15-minute reboot. Post-reboot, the detached device was found caught in the second device's retention elements and could not be freed via standard catheter maneuvers. After lowering the clasps, the first device detached from the anterior leaflet but remained entangled to the second device. The detached device was successfully retrieved using a snare, and the second device was bailed out. The access site was changed to continue the procedure, during which two pascal ace devices were successfully implanted in the a2/p2 and a3/p3 regions. The initial mitral regurgitation (mr) grade was 4+, and it was 2+ post-procedure. No harm to the patient occurred, and the physician was satisfied with the final outcome.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3 and h6 (component code, clinical code, device code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant movement was confirmed with empirical evidence by the information provided. Available information and evaluation of the returned device suggests that patient and procedural factors likely lead to the reported event. Procedural factors include, challenging visualization of the leaflet capture in the medial region, and patient related factors include, deep indentation at the p3 segment which contributed to insufficient leaflet capture. The lead to an slda of the first implant, followed by eventual embolization of that implant during an attempt to stabilize and treat the mr with a second device. After successful bail-out of both devices, the access was changed to the left side and the procedure was successfully completed. Evaluation of the returned devices further confirmed there was no device non-conformances that may have contributed to the reported event. Since no edwards defect was identified, corrective or preventative actions are not required.